Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports patient injection with 0.1 cc juvéderm ultra¿ xc in the nasal labial folds. Patient presented with "left side, possible vascular event/occlusion, reticular pattern formed." Patient improved after several administrations of hyaluronidase.